Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a flexiva 200 tractip laser fiber was used during a ureteroscopy procedure to treat kidney stones on (B)(6) 2021. During the procedure, the laser fiber broke. The procedure was completed with another flexiva tractip laser fiber device. There were no patient complications reported as a result of this event.